Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ls tip was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's verbatim report, the syringe tip was deformed."

Manufacturer narrative:
H.6. Investigation: three photos and one sample were received by our quality team for evaluation. From the photos and the samples, the barrel tip was observed to be bent. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel damage could have occurred at the assembly machine. The probable root cause could be due to the tip of the assembled syringe being stuck in between the gap of the conveyor. When the conveyor turns, the tip could get twisted / bent, causing the reported defect.

Event description:
It was reported that the syringe 3ml ls tip was deformed. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's verbatim report, the syringe tip was deformed."